Manufacturer narrative:
A company service representative examined the system. Error codes were confirmed in the event log on multiple occasions. The footswitch cable was replaced. The touchscreen was also found to be intermittent during verification. The touchscreen was replaced. The system was then tested and met all product specifications. The replaced footswitch cable has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported the footswitch connection seemed to be loose. The system was exchanged and the case was completed. There was a 5 minute delay while the systems were being switched out. There was no pt injury reported.